Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD): (B)(6) 2009. #6935 implantable tachy lead: (B)(6) 2010. (B)(4).

Event description:
It was reported the left ventricular (lv) lead threshold had increased greater than the programmed safety margin. The patient is a participant in the universal antitachycardia pacing study (uatp). The lead is still in use. No patient complications were reported as a result of this event.